Manufacturer narrative:
Siemens reviewed the instrument data files. Benzalkonium interference is confirmed on january 9, 2017 during the time the suspect samples were run. From the instrument data supplied, benzalkonium interference is frequently found on this system. This is a known interferent to the rp500 na+ sensor per the rp500 operators guide.

Event description:
The customer reported discrepant low sodium results on two patients on the rp 500. The customer also stated that benzalkonium interference is suspected. There was no report of injury due to this event.